Event description:
Spouse of home pt (hp) reports pt line of homechoice set became disconnected from transfer set during apd treatment. Spouse reports hp was lying on pt line, causing the separation. Baxter technician assisted hp in ending treatment and restarting with new supplies. Spouse of hp reports hp had transfer set changed the following day at unit with no resulting injury.